Manufacturer narrative:
Since the device was described as a ¿spiration valve¿, olympus selected ¿svs-v5-00¿ as a representative product. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. It was reported a pneumothorax occurred requiring surgical intervention for prolonged air leak. A tube had to be placed. The patient was admitted to the hospital on (B)(6) 2026. No further information was provided at the time of this report.